Manufacturer narrative:
Analysis shows that the arm connection failed due to a memory allocation issue that prevents its complete initialization. Consequently, the software asked to restart the application or shut down the computer. The user had to shut down and reboot the computer twice, which allowed for a successful connection of the robot arm. This software anomaly will be addressed through our design issues management process. UDI# : (B)(4).

Event description:
During surgery, an error message appeared stating "error detected. Try to restart the application. In case of failure, shut down the device." Device was restarted multiple times in order to enable the connection.